Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump turning off without alarm. Customer¿s blood glucose was 140mg/dl. Customer¿s insulin pump was working normally. Test were performed and insulin pump was ok. Insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted.